Event description:
The customer reported to olympus, that the colonovideoscope had air flow issues. This issue occurred during preparation before use. There were no reports of patient harm. The device was returned and evaluated; the nozzle was clogged due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to insufficient cleaning. The additional evaluation findings are as follows: the switch camera was cut; deep dent and scratches on the distal end plastic cover; cracked adhesive on the bending section cover; stretched angle wires; chipped objective lens; glue on light guide lens; and scratched insertion tube. It was recommended to change to the new label. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
B5: additional information has been obtained and provided. H10: based on the details of the customer¿s response, it is uncertain whether there was deviation from IFU (instructions for use) on reprocessing steps for the nozzle. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the clogged nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Additional information obtained revealed the air was not working during testing prior to starting the procedure. The procedure was a colonoscopy. Two separate buttons were used, and it was still not working properly. The scope was switched out before use of the scope and was placed aside to put away before olympus was called for repair services and loaner request. The issue did not prolong the case. The patient wasn¿t even present in the room at the time it was noticed that the air wasn¿t working properly. No patient injury occurred, the case wasn¿t prolonged, and no foreign materials were used. The procedure was completed using another colonoscope that was on hand and the serial number related to the replacement scope is unavailable. The scope was processed before it was returned, and it passed leak testing.